Event description:
It was reported that the patient's implantable neurostimulator (ins) and lead were going to be explanted on (B)(6) 2012 because the patient needed a full body MRI scan. There were no alleged issues with the neurostimulation system. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the device system was explanted. It was reported that the patient's symptoms were not improved even after numerous programming changes. No further information was reported.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).